Event description:
Implant date: 1992. Pt complained of pain. Work-up shows a pseudoarthrosis. Revision surgery in 1993 to repair fusion at which time it was noted there was a "loose rod and screws". Pt complained of pain and x-rays show "loosening of screws". Explanted in 1994 at which time it was noted that screws were "loose" and the fusion not mature.